Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification. It was also noted that the fan was noisy and the tab on the power cord bay was broken. (B)(4).

Event description:
It was reported that the programmer intermittently failed to identify implanted devices. The radio frequency programmer head was changed out but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.